Event description:
An attempt was made to use an endeavor sprint rapid exchange (rx) coronary stent system diameter 2.5 mm length 24mm to treat a lesion in the circumflex artery. The lesion has been pre-dilated. The physician was attempting to perform a kissing stent deployment and prior to the 2.5 x 24 endeavor delivery an endeavor sprint rx coronary stent system diameter 2.5mm length 14mm was already positioned at the lesion. Following a failure to cross the lesion resistance was noted while retracting the device through the y-adaptor. When the stent was brought out through the y adapter some resistance was noted. Upon inspection, the stent showed some irregularity and was deemed not usable. Multiple pre-dilations were again performed on the lesion and another endeavor stent was successfully deployed at the lesion.

Manufacturer narrative:
Evaluation summary: the device was returned. The hypotube was slightly bent. There was blood residue present along the distal shaft and between the balloon folds. The stent was positioned between the marker bands as per specifications. The fifth, sixth, seventh, eighth and ninth proximal stent segments were raised, damaged and deformed. The tenth proximal stent segment was slightly raised. No further damage was noted. A protective sheath could not be placed over the stent due to the raised stent struts. The proximal, mid and distal stent outer diameters met specification requirements but the 7th proximal stent did not. (B)(4). Evaluation, results: (failure to deliver the stent, stent deformation), results and conclusions: (tortuous vessel with high calcification), (y adaptor).